Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1200 mg/dl with ketones. A bolus was delivered to address bg. Customer went to the emergency room for diabetic ketoacidosis (dka) and was admitted to the hospital. Manual insulin injections were administered and elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Cause of event was not known; however, customer alleged pump/supplies were related to the event. Tandem technical support performed a pump system check with the contact; no device issues were identified. Upon hospital discharge, customer installed a new cartridge and resumed insulin therapy.